Event description:
A user facility reported that an electromechanical amublatory infusion pump was involved in an over delivery event. The pump was set to deliver 5-fu at 1ml/hr during a 7-day chemotherapy treatment. The patient was released with the pump in the afternoon and returned the next day with most of the drug delivered. The delivery rate setting was confirmed to be 1 ml/hr by the patient's spouse and by at least one nurse at the clinic. According to the complainant, there was no serious injury associated with the event.